Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the capture management algorithm was intermittently reporting high thresholds. No cause was determined, and the device remains in use with continued monitoring. No patient complications have been reported as a result of this event.